Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. The review of labeling of this product was found to be adequate which states that the product contains latex in the section of caution: "this product contains natural rubber latex which may cause allergic reactions". (B)(4).

Event description:
It was reported that the user experienced irritation and rash from the latex leg straps. He visited the doctor and it was determined that he had a latex allergy. The rash is being treated with steroids and sarna cream.